Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump required was found with a damaged battery cover. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the red wire connected to the battery cover. To correct the condition, the battery cover was replaced. If any additional information is received, a follow up MDR will be sent.